Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with wire-induced rupture (a free perforation with extravasation of dye) of a lesion in the mid left anterior descending (lad) coronary artery. An attempt was made to cross the rupture with a 2.8x19 rx graftmaster covered stent system, but this device failed to cross due to patient anatomy. A 2.8x16 rx graftmaster was able to cross and was implanted, successfully sealing the perforation. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.